Manufacturer narrative:
The product was returned and the evaluation completed. One opened pack was returned. Visual inspection found the cassette and tubing still coiled and taped together with the 25ga. Vit cutter wadded and tangled inside the pack tray. The tip protector is lying loose in on top of the components. Inspection of the cutter found the needle is bent. The port window is in the opened position. There is solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The inner needle is binding up and does not reach the cutting edge. Therefore, the cutter cannot cut. However, the cutter does aspirate. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned used condition, loose in the pack tray with no tip protector, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device has not been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility in china reported that during an operation the vitrectomy cutter did not cut well, and continued to aspirate. The cutter was replaced. There was patient contact, and no impact to the patient.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.